Event description:
It was reported the device turned off while connected to patient. Battery voltage was measured at 9.4 volts and was not replaced. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported device turning off issue. Device failed incoming functional testing. Power up was attempted five times during bench testing and the device would not power up. Analysis found the ring is bent and the keyboard is scratched. Battery returned with device measured 9.20v no load, measured 8.2v under 128 ohm load.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.